Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing between epic and pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist and interface engineer checked the interface server and did not find any issues that would explain the slowness or delays. A scheduled task to restart the cce (carefusion coordination engine) service was in place. There were no sql jobs running at that time, and database backups are currently turned off. The issue is still not resolved. The interface engineer is working on the issue, and additional updates will be documented as they become available.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing between epic and pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.